Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels. The customer did not mention the value of their blood glucose level or what had caused it. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was offered troubleshooting over the telephone regarding the high blood glucose and low blood glucose and the customer declined. The low blood glucose reading was 22 mg/dl. The customer reporting feeling unsafe with the insulin pump and requested a replacement. The customer was advised that the insulin pump would be replaced.

Manufacturer narrative:
This information is provided to update our original medwatch with additional details. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.